Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one video was received by our quality team for evaluation. Upon visual inspection, it was observed that there was leakage from the product; however, it was unclear how the fluid was leaking as the pink protection cap was closed. Therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since the location of the leakage could not be determined, a root cause could also not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the video returned, leakage was observed from the product. However, it was unclear how the fluid was leaking as the pink protection cap was closed. Unable to confirm the customer experience as no sample was returned. End user risk assessment: as per p-eura document, (B)(4), severity is severe (s4). Occurrence = (number of complaints received for all similar complaints / batch quantity) x 100%. Occurrence = 1 / 36000 x 100% = 0.0027%. Occurrence is occasional (o3) per CPR-028. The risk level is high. Root cause description: as no sample was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: we have just observed again a leak problem on a bd venflon pro safety rose. Leakage is through the pink cap.